Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50mg/dl and treated with glucose. Customer indicated that their doctor recently changed their basal rates. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further details given.